Event description:
It was reported that the box is missing production information with a bd vacutainer® precisionglide¿ multiple sample needle. This with 10 boxes and was discovered prior to use. The following information was provided by the initial reporter, translated from spanish to english: it does not have production data.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing lot information on the shelf label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box is missing production information with a bd vacutainer® precisionglide¿ multiple sample needle. This with 10 boxes and was discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: it does not have production data.